Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for one (1) unknown screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown screw. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: czyz m, addae-boateng e, boszczyk b (2015). Chest wall reconstruction after en bloc pancoast tumour resection with the use of matrixrib and silc fixation systems: technical note. European spine journal. Volume 24. Pages 2220-2224. (United kingdom). This purpose of this study is to report a straightforward technique for chest wall reconstruction with the novel use of two systems of fixation commonly applied in spinal practice. This is a case presentation of a 66-year-old fit ex-smoker with a history of asbestos contact, a long history of coughing clear sputum with very occasional blood, breathlessness and 2¿3 months of a dull pain in the back presented. Based on the biopsy, he was diagnosed with the squamous cell carcinoma meeting topographical criteria of the pancoast tumor. Patient underwent the operation of a squamous cell carcinoma (pancoast tumour) of the right lung infiltrating t2, t3 and t4 vertebrae was performed though t4 lateral thoracotomy. Reconstruction was performed using an unknown synthes matrixrib precontoured plate along with a fixation system of a competitor¿s device. The patient was treated in the intensive therapy unit for 3 weeks and eventually discharged from the hospital after 8 weeks of the inpatient recovery. On the follow-up chest x-ray performed at 7 month post-operatively, patient was found with satisfactory postoperative picture of the remaining lung tissue as well as proper anatomical shape of the rib cage and good spinal alignment. On the 8-month follow-up, the patient was fully mobile and independent, without clinical or radiological signs of the recurrence. Patient had been suffering from a pain in the right arm and scapular region, which remained well controlled with 200 mg of gabapentin per day. This report is for one (1) unknown synthes matrixrib screw. This is report 2 of 2 for (B)(4).